Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed since the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an image was not displayed due to faulty ccd (charge-coupled device). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the head piece keeps screwing off the hd autoclavable camera head during reprocessing following a diagnostic procedure. Inspection and testing of the returned device found no image, due to a bad charge-coupled device (ccd. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Evaluation found no image due to a bad charged-coupled device. The inspection/estimation found the camera head came out from the rear cover. Additional findings were as follows: found kink/knot on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.